Event description:
Tubing separated from the distal tubing connection during patient use. Follow up with clinician revealed that separation of male adapter from tubing was discovered by respiratory therapist, when puddle of fluids was found on the floor. The set was reported to have been 1 1/2 hours old and therapy received was standard maintenance fluids. The tubing was connected to a triple lumen central line and it was confirmed that the patient did not experience any adverse injury as a result of this event.